Event description:
Related manufacturer reference number: 2017865-2022-10475. It was reported that the patient presented in clinic. An echocardiogram was performed which showed suspected vegetation on the right atrial (ra) lead. The implantable cardioverter defibrillator and ra lead were explanted. The patient was in stable condition throughout the procedure.